Event description:
It was reported that the ventilator had no flow with an audible alarm while on a patient. The patient's mom had to manually ventilate the patient until the rt arrived with another ventilator. No patient harm reported.